Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged door latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damage to the door latch roller is unknown. To correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.